Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if she recalls any significant event leading to the alarm. The customer response was went to gyn and exercise didn't seem like she hit it. The customer stated that the insulin pump has been exposed to a strong magnetic field such as an MRI. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.